Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of dehydration, abdominal pain, thirst, nausea, shortness of breath, chest pain, vomiting, and moderate ketones. The patient received phone advice from their healthcare provider about adjusting the basal settings on their pump. The reporter stated that the patient¿s schedule had been disrupted and there had been increased stress. During the call it was determined that the bolus type was being incorrectly programmed and the patient was overriding the recommended dosage. The patient was also miscounting carbohydrates, missing bolus deliveries, and had a recent change in physical activity and nutrition. This complaint is being reported because the patient experienced a hyperglycemic event as a result of use error of the pump.